Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with the vitek® ms instrument (reference (B)(4)). Related to misidentification of an organism as pseudo. Veronii instead of pseudo. Fluorescens. There is no indication or report from the laboratory or physician that the discrepant result let to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in canada notified biomérieux of discrepant results associated with the vitek® ms instrument (reference (B)(4)). The vitek® ms provided the following isolate identification: low discrimination between pseudomonas veronii and pseudomonas fluorescens. Single choice to pseudomonas fluorescens. The customer performed 16s sequencing which identified: pseudomonas migulae, pseudomonas panacis, pseudomonas brenneri (impossible to differentiate between those 3 species). An internal biomérieux investigation was performed, which included analysis of data logs submitted by the customer. Conclusion on the system: based on fine tuning check acceptance criteria, which have been defined by an r&d study looking for optimal system performances and limits, the customer system was operational during the test. Conclusion on the identification: the expected species (pseudomonas migulae, pseudomonas panacis, pseudomonas brenneri) are not included in the vitek® ms database v3.0. Vitek® ms system identification is based on a species pattern classification. The system limitation is due to the use of a predictive modeling based on a supervised learning. Typically, such a model includes an algorithm that learns certain properties (peaks presence) from a training spectra dataset in order to make those predictions. When the microorganism tested is not part of the training dataset, no specific species pattern will be available in the database for comparison. Consequently, the system can give: no identification (most probable answer) when the spectrum acquired doesn't match with any species pattern. An incorrect single choice identification to the nearest pattern species (often same genus as expected) when the spectrum acquired presents high level of similarity with a specific species pattern present in the database. A low discrimination identification (often the same genus as expected) when the spectrum acquired presents high level of similarity with multiple specific species patterns present in the database. In this case, due to a high level of similarity, it is impossible to differentiate between the three (3) species. Note : the knowledge base (kb) user manual ref. (B)(4) for vitek® ms clinical use v3.0 mentions the following limitations: "testing of species not found in the database may result in an unidentified result or a misidentification". "Interpretation of results and use of the vitek® ms system require a competent technician who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek® ms results." In addition, fsca (B)(4) was published in february 2017 in order to inform the customers about this system limitation. Suspected root cause of the issue: weakness of the kb - species not in the kb v3.0. These species (pseudomonas migulae, ps. Panacis and ps. Brenneri) will be included in the future vitek® ms kb. Corrected data: vitek® ms instrument manufacturing address and 510k number have been updated.